Event description:
A safety analysis performed for an engineering investigation determined that leakage current could occur across the isolation barrier on a transformer, t1 on the pacer simm board during pacing that, in combination with pacing current, would measure in excess of the selected current.